Event description:
On three separate occasions backflow was noted from the secondary line into the primary line. There was no resultant pt complication. User facility did not document event dates or pt info.